Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) for detecting an atrial arrhythmia with rapid ventricular response (rvr) as a ventricular fibrillation (vf) episode. A follow up with the patient¿s healthcare provider yielded that the physician is aware of the issue and is currently monitoring the patient¿s device via remote transmission. The device remains in use. No further patient complications have been reported as a result of this event.